Event description:
It was reported that the patient presented for a follow-up in clinic. During evaluation, the physician noted that the right atrial (ra) lead was dislodged, which was later confirmed via fluoroscopy. Attempts were made to reposition the ra lead, however the helix failed to extend. The ra lead was explanted and replaced. The patient remained stable throughout the procedure, and no patient symptoms or consequences were observed due to the dislodgement.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood/tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix mechanism or inner coil that would have contributed to the helix issue reported in the field. After cleaning the blood/tissue from the helix, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured within specification. The cause of reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue in the helix region.